Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the air pump automatically came on when the motor device was plugged into the console. This would indicate that the motor device had been overheating causing the thermistor to go bad which would prompt an e6 error message until the thermistor is no longer operational; then the air pump would come on once the motor was plugged into the console. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during spine surgery, it was observed that the motor device was getting e6 error code. There was a twenty to thirty minute delay to the planned surgical procedure as a result. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.